Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (pcb) procedure, per the mfg's clinical specialist while he was getting add'l info for another reported issue complaint MDR #1828100-2014-00455, he was informed of the following: "per discussion, an add'l event occurred during this case. Pre-cardiopulmonary bypass, the system-1 was being moved (on battery) from the pump room to the operating room. The battery discharged and the system shut down in about thirty seconds. When the system arrived in the operating room, it was plugged into a/c powered and the unit was able to be re-booted. It was used on a/c for the procedure. The device was not changed out, as the customer used the unit as is for the case with no further issues. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomed was in communication with MFR's technical support. Per technical support: "it seems like the power manager is not charging the batteries, with both power supplies good, the charge status is zero (0) were it should be one (1). With that conclusion may recommendation was replacing the batteries and power manager". The biomed will repair the device himself now that technical support has assisted him on replacement parts. This complaint is related to MDR #1828100-2014-00455.